Manufacturer narrative:
During prep, prior to inserting in the patient, a hole was seen on the side of the distal end of the cath nylex 5f pig 100cm 8sh during flush. Additionally it was reported that the device was inspected prior to use. No anomalies were noted with either the product or the product packaging. The product was prepped normally with saline, and it was not acutely bent. Other than the reported event, no other damages were noticed on the device. The device has not been returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14101051 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the reported hole seen in the device during prep; therefore, no corrective actions will be taken.

Event description:
During prep, prior to inserting in the patient, a hole was seen on the side of the distal end of the cath nylex 5f pig 100cm 8sh during flush. Additionally it was reported that the device was inspected prior to use. No anomalies were noted with either the product or the product packaging. The product was prep normally with saline, and it was not an acute bend. Other than the reported event, no other damages were noticed on the device.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14101051 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review revealed no nonconformance records or excursion issues for this lot 14101051. Additional information will be submitted within 30 days of receipt.